Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to FDA in accordance with (B)(4). Subsequently, davol has received additional event information indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the additional information received. Based on the information available at this time, no definitive conclusions can be made. The information provided indicated that the patient was treated for recurrence, which is a known possible adverse reaction listed in the IFU. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. Additionally, the medical records indicate that the mesh remains implanted. Currently, no connection can be made between the reported event and the davol product in question. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.

Event description:
The initial attorney report alleged unspecified injuries due to a defective hernia repair device. The following is based on the medical records provided by the patient's attorney: on (B)(6) 2003 - repair of indirect left inguinal hernia with a kugel patch. On (B)(6) 2006 - follow up visit, the wound is well healed. The patient has a recurrent left inguinal hernia. A repair is planned. On (B)(6) 2003 - repair of recurrent left inguinal hernia with a perfix plug. Reportedly, the hernia sac had migrated around the edge of the kugel patch. (Note: there is no indication that there were any issues related to the perfix plug).